Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to having received therapy from the implantable cardioverter defibrillator (ICD). A transmission was sent and reviewed by qualified personnel. It was determined that the ICD had possibly detected supra ventricular tachycardia (svt) with rapid ventricular response as ventricular fibrillation (vf) and delivered therapy. It was further reported that the right ventricular (rv) lead may have intermittently undersensed events on the treated episode and that it had triggered a lead integrity alert (lia) for high-rate non-sustained episodes and increased sensing integrity counter (sic). Both the ICD and the lead remain in use. No further patient complications have been reported as a result of this event.